Event description:
The customer stated that she tested her glucose one evening and received a reading of 78 mg/dl using her contour meter. The customer took insulin based on the readings and began to feel warm and light-headed some time later. The customer retested her glucose and received readings of 47, 37, and 46 mg/dl. The customer did not require outside medical attention, but she did eat some candy and drink some juice in order to raise her blood glucose. The customer's test strips and meter were returned for evaluation. Replacement products were sent to the customer.